Event description:
Reporter states, "item would not snap onto baseplate. A alternate insert was used to complete the surgery." There was no adverse consequence to the patient due to this event.

Manufacturer narrative:
The examination results could not verify this event and suggest that this event is not device related but rather is associated with intra-operative procedures.